Event description:
The therapist reported that the in-room monitor displayed the collimator at 0 degrees, but the mechanical readout was reading about 5 degrees. The customer reported 28 patients were treated before this was noticed.

Manufacturer narrative:
The collimator angle was found to be off by 4 degrees. The root cause was found to be that the gear was loose on the potentiometer shaft. The set screw was tightened and the potentiometer was reset. Information on the patients that were treated on that day, prior to finding this issue, is being collected to determine if there was any serious injury/death. The varian medical professional on staff is currently reviewing the problem (waiting for more detailed information on the patients) to determine if this issue were to recur, would there be a possibility of serious injury or death.